Event description:
Edwards received notification that soon after the implantation of this intuity elite valve model 8300ab21 the patient had a very bad reaction possibly to protamine and was then quite unstable requiring a lot of vasoconstrictors. There were no technical issues with the valve/grafts and heart function was good throughout. The patient was recovering well but unfortunately died unexpectedly on day 3. A post-mortem (pm) report was not available at the time of the reported event, however the working theory at the moment was a brady-arrhythmia.

Manufacturer narrative:
The subject device is not available for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated h6. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. The device was not returned for evaluation, therefore customer report could not be confirmed by product evaluation.the device history record (DHR) review showed that this device passed all manufacturing and sterilization inspections prior to release for distribution. No non-conformances were identified that could be related with the reported event. **initial event aware date was 25 november 2021 instead of 26 november 2021 submitted on medwatch nr. 10629.** **despite due diligent attempts to receive further information regarding this event, no additional information was received from the customer.**